Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 22-jan-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found loose screws in the y mechanism on the sorter that was causing the jams and noise. Fse tightened the screws, performed complete sorter alignment, and performed macros for the functionality of test cups and sample tips. The customer ran quality controls (qc); all results were within acceptable range. The aia-2000 instrument was functioning as intended and the error cleared. No further action required from field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 19-dec-2016 through awareness date (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under a4, appendix 4: error messages, error 4043 is sorter y-axis limit. The error message is generated when the home sensor activated improperly following movement of the sorter y-axis. If retry fails, the measurement result will be flagged mechanical flag (mf flag). The solution for the customer is to contact tosoh service center or local representatives. The most probable cause of the reported issue was due to loose set screw on the incubator.

Event description:
On (B)(6) 2018, a customer reported getting error 4043 sorter y-axis home overrun on the aia-2000 instrument. Customer also reported the instrument is dropping test cups, causing jams, and a noise is heard. Customer is unable to run alpha-fetoprotein (afp). On 22-jan-2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of afp patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.